Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2018 by implanting the femoral component, the tibial tray, the tibial insert for the patient¿s left knee joint. After the surgery, the patient sprained her ankle joint on (B)(6) 2020 (this event was reported as (B)(4)). It was reported that the patient had chest pain on (B)(6) 2019, and she was advised exam by primary care doctor. Then, she underwent cag under hospitalization on (B)(6) 2020 at (B)(6) hospital, and she was admitted into the hospital from (B)(6) 2020 to (B)(6) 2020. She has no symptom now and is in treatment with medication.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.